Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) was confirmed. Upon evaluation, the q13 and q17 insulated-gate bipolar transistors (igbts) had shorted causing high voltage to deviate to low voltage circuitry. The cause of the test failure is the high voltage deviation. The cause of the high voltage deviation is the shorted transistors. Root cause investigation into igbt failures is underway. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a monitor was resetting.